Manufacturer narrative:
(B)(4).

Event description:
A published literature article for a human clinical study was reviewed. Publication type is a article. Between march 2009 and october 2013, 40 patients were included (31 men, mean age 66 plus or minus 10 years). The median barrett's esophagus length before endoscopic resection was c1m2 (iqr c 0-2, m 2-4), visible lesions had a median size of 15 mm (iqr 10-20).this incident is specific to patient 4/11 where symptomatic esophageal stenosis occurred.